Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of polyp resecting problem. Block h10: (product investigation): one cold snare was received for analysis. Visual inspection of the returned device revealed that the proximal part of the working length was bent. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture it was able to extend completely and retract without problems. No other problems with the device were noted. Upon product analysis it was observed that the working length was bent at the proximal section. This most likely happened by an excessive force being applied in the device. Most likely procedural factors such as handling the device, the technique used by the physician during initial use, set-up, power-up, or shortly thereafter could have affected its condition. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The reported event of "device difficult to actuate" was not confirmed since during the product analysis the device was connected to the 10 inch loop fixture and it contracted and extended without problems. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Based on the analysis of the returned device and the information available, the code selected as the most probable cause of this complaint is no problem detected. This was selected as the most probable cause since the reported events of loop failure to cut and device difficult to actuate cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove polyps in the ascending colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, it was reported that the snare would not cut and it was difficult to open and close. The site was not previously biopsied so not fibrotic. Reportedly, the snare loop fully opened and fully closed before use and the snare fully opened and fully closed after it was removed from the scope/patient. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove polyps in the ascending colon during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, it was reported that the snare would not cut and it was difficult to open and close. The site was not previously biopsied so not fibrotic. Reportedly, the snare loop fully opened and fully closed before use and the snare fully opened and fully closed after it was removed from the scope/patient. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.